Event description:
Event description cpi received information that an invasive procedure was performed to remove two rate sensing leads, a possis myocardial lead (model 4320 serial 000510) and a bipolar lead (model 4266 serial 007701) because of 'inappropriate shocks and an abnormal beep-o-gram'. The physician elected to replace the implantable cardioverter defibrillator (ICD) and all the leads. Cpi is unable to confirm the model serial number of the rate sensing lead at this time, both leads are listed on this report. Possis lead implanted-10/23/91. Removed from service-07/23/96. Implant months-57. Bipolar lead implanted-12/16/94. Removed from service-07/23/96. Implant months-19.2.